Manufacturer narrative:
Citation: a. Alamri, a. Hyodo, k. Suzuki, et al. Retrieving microcatheters from onyx casts in a series of brain arteriovenous malformations: a technical report. Neuroradiology (2012) 54:1237¿1240 doi 10.1007/s00234-011-0971-y. The onyx les will not be returned as it was consumed in the event. We are unable to definitively determine the cause for the reported experience. However, based on the reported there is no evidence suggesting that the onyx les was defective, but rather a procedure related event. Angioarchitecture, vasospasm, excessive onyx reflux, or prolonged injection time may result in difficult catheter removal and catheter entrapment. Per the onyx IFU (instructions for use): difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time; angio-architecture: very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles; vasospasm; reflux; injection time. To reduce the risk of catheter entrapment, carefully select catheter placement and manage reflux to minimize the factors listed above.¿ all products are 100% inspected for damages and irregularities during manufacture. Mdrs related to this report: 2029214-2017-00405 2029214-2017-00406 2029214-2017-00407 2029214-2017-00408 2029214-2017-00409.

Event description:
Medtronic received information through review of literature that 11 patients were treated with onyx and in all 11 of these cases the marathon microcatheter tip was entrapped in onyx. It was noted that a snare was used, using the "monorail snare technique." The microsnare was closed tightly and all the microcatheters were pulled together. The microcatheter was released from the onyx cast. All but one marathon catheter were successfully extracted. Eleven of 25 (44%) tips were removed spontaneously only by intermittent pulling technique within 5 to 50 min. It was further stated in the article, that during the initial experiences (the eighth case) with onyx, microcatheter tips could become so solidly trapped that, in one case, an hour of traction forced an attempt to remove the catheter a day later. In the next case, 55 min of traction also proved fruitless, leading to an attempt to use the microsnare technique. It was further noted that it might be due to the learning curve of their intermittent pulling technique and having a longer wait time, then perhaps the tip of catheter might be retrieved successfully.